Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed normal battery depletion. Normal depletion - meets expected longevity.

Event description:
It was reported that there might be premature battery depletion due to the battery voltage drop between patient visits. The device was removed and replaced. No patient complications have been reported as a result of this event.